Manufacturer narrative:
Event date: unknown. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that after the doctor mixed the cement for a vertebral body augmentation (vba) level l1 procedure, he attached the syringe to the stopcock and filled the syringe. As he unscrewed the syringe, a plastic piece broke off the syringe and remained stuck in the stopcock. He attempted to remove the plastic piece from the stopcock but was unable to do so. A second syringe kit was opened to attach a new stopcock and fill the remaining syringes to complete the procedure. No adverse consequence for the patient this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Manufacturing evaluation: this phenomenon is not caused by defective parts (syringe or stopcock), but probably by manipulating the parts without respecting the instructions of use. No corrective action planned from the supplier. Device is used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.